Event description:
4/2005: the device involved in this case has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has failed visual testing due to battery corrosion. At this time, co considers this matter closed.